Event description:
It was observed that during the device evaluation, the duodenovideoscope distal end had a defective thread and the light guide rod lens had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event "distal end had a defective thread" was caused due to component failure. However, the cause for the reportable event "the light guide rod lens had foreign material" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.